Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.

Event description:
It was reported that, during a hip revision surgery, (B)(4) acetabulum cup and 54-56 liner were used, after the cup was implanted properly, the liner couldn't be implanted to the location, after several times trials, still failed. The patient condition was not well, so the surgeon had to choose cup+ bone cement to complete the surgery. The post-surgery outcome of the patient is being closely watched.